Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 17 events were reported for this quarter. Product return status: 14 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. 1 device was not available to stryker for evaluation. Evaluation status: 3 events were confirmed during testing. 3 devices were found to be affected by corrosion. 11 events were not confirmed during testing; however: 10 devices were found to be affected by corrosion. 1 device was found to have non-stryker repairs. Additional information: 13 devices are not labeled for single-use. 13 devices were not reprocessed and reused. 3ps.

Event description:
This report summarizes 17 malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 1 event had the patient receive a burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 17 event(s) was/were previously reported during the reporting quarter; however:  - 1 event was reported in error.  - 16 events were reported for this catalog number/device code combination for the reporting quarter. - 16 previously reported events are included in this follow-up record.   Product return status 14 devices were received. 2 devices were not available for evaluation. Event confirmation status 3 reported events were confirmed; the cause traced to component failure. 11 reported events were not confirmed. Evaluation results 13 devices were found to be affected by internal component corrosion. 1 device was found to be affected by a third part repair.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 1 event had the patient receive a burn.